Event description:
Per dealer the bearings came out of the linear guide which caused the tilt system to lock up and the tilt actuator kept running causing the actuator to malfunction and need replaced.